Manufacturer narrative:
Physio-control evaluated the device at the failure analysis center and verified the reported failure. However, physio was unable to open the device and investigate the cause for the failure since the customer wanted it returned in the observed condition. The device was returned to the customer in the failed condition. Therefore,a conclusive cause of the failure could not be determined.

Event description:
The customer reported that their device would not power on completely. The customer stated that when the device is turned on, it will begin its normal voice prompts, then immediately power off. The device would not have the ability to be used on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.